Event description:
The patient received his scs trial system, including a percutaneous lead, on (B)(6) 2011. It was reported that the lead was implanted and invalid impedances were observed during the trial implant procedure. The cable was replaced and the physician repositioned and reimplanted the lead, but the issue persisted. The physician decided to explant and replace the lead. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.